Event description:
It was reported that a patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced inappropriate shock therapy. Technical services (ts) was consulted to review device data. Upon evaluation, ts determined that the inappropriate therapy was due to oversensing associated with low signal amplitudes. It was also noted that the smart pass feature had automatically disabled due to low amplitudes. Inappropriate detections occurred in both the secondary and primary sensing vectors. X-ray imaging was performed to assess system positioning and integrity. Ts discussed programming and troubleshooting options. The electrode remains in service. No additional adverse patient effects were reported.